Manufacturer narrative:
Previous events similar to this have been added to a corrective-preventive action with the number tr17002.

Event description:
It was reported that this left ventricular lead was unable to be successfully implanted due to difficulties at positioning. The guide wire would not pass through the tip of the lead, even outside the body. No additional adverse patient effects were reported.